Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging to often and that the battery was depleting quickly since implant. The caller also reported that the patient had been struggling with charging and felt that they couldn't charge the device to 100%. The estimated recharging interval was 8.28 days and the device settings were 3v 90us 1000hz therapy imp:807ohms 3.475ma. Best charging practices were reviewed and adhesive discs were requested. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.